Event description:
It was reported that during an implantable pacemaker generator replacement, when attempting to plug the programmer rf (radio-frequency) head into the programmer, it was found that the pin in the connector of the rf head was broken. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Connector pin is broken. Rf (radio frequency) head printed circuit board is out of electrical specification. Rf head lead is delaminated.